Manufacturer narrative:
D10 concomitant medical product: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4j0945), egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4j0862), egia60amt egia 60 artic med thick sulu (lot# n0m0414y), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n4k1926y), egia45avm, egia45avm egia 45 artic vasc med sulu (lot# unknown), egia45avm, egia45avm egia 45 artic vasc med sulu (lot# unknown), sigphandle, sig power sigphandle handle (serial# unknown), sigpshell, sig power sigpshell control shell (lot# unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic distal gastrectomy procedure, an object was noticed falling into the body and was collected. It is unknown from which cartridge it was dropped. During the first gastrectomy and the purple 60mm firing, it seemed like the cartridge had moved too much, rather than experiencing the so-called "tip twitching." The signia insertion port was from robot port3 (metal). There was no patient injury.